Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was to ask about impedance values and MRI eligibility. The caller indicated that the pt has not been getting good therapy. The patient reported that they had a fall a couple months ago and some falls prior to that. The patient also has pain that progressively changed and hadn't been getting the same therapy for a while. The patient reported that the change in coverage was more noticeable after the recent fall. Ref 0 all 8-15 values are all 38890ohms ref 9 electrodes 8-15 40000ohms ref 11 electrodes 8-15 40000ohms. The caller stated that they have an x-ray in which the leads appear to be connected to the header. Troubleshooting was not required. The issue was not resolved through troubleshooting. Reviewed impedance and MRI information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances is unknown. Rep was able to program around them.